Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08385 and 2134265-2017-08386. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. However, it was reported that it was unable to perform automatic pullback and was also unable to switch to manual and auto. The physician replaced the permanent sled and mdu5+ one at a time, but the issue occurred again. It was able to recover without any problem after replacing both the permanent sled and mdu5+. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the unit meets specifications. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08385 and 2134265-2017-08386. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and pullback sled to view the target lesion. However, it was reported that it was unable to perform automatic pullback and was also unable to switch to manual and auto. The physician replaced the permanent sled and mdu5+ one at a time, but the issue occurred again. It was able to recover without any problem after replacing both the permanent sled and mdu5+. No patient complications were reported.